Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post implant, this right ventricular (rv) lead exhibited high threshold and out-of-range impedance measurements. Surgical intervention was performed and the clinical observations were confirmed via pacing system analyzer (psa) testing. The lead was capped and replaced.